Event description:
Same case as facility medwatch # (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. The patient presented due to chest pain within the last six months and has been diagnosed with unstable angina and in-stent restenosis. Access was gained via the right femoral artery. A 6f left coronary bypass (lcb) catheter was advanced and coaxially engaged the saphenous vein graft to the left anterior descending (lad) artery. Using a torque device, a choice floppy guide wire was advanced through the previously placed unspecified stents in the lad with some difficulty. A 3.5 x 10mm cutting balloon was used to pre-dilate the proximal portion of the lesion at 6atm for 28 seconds on the first inflation and at 2atm for 11 seconds on the second inflation. The cutting balloon was unable to be advanced to distal portion of the left anterior descending (lad) artery. A 3.5 x 12mm apex balloon catheter was inflated to 4atm for 19 seconds on the first inflation, 8atm for 21 seconds on the second inflation, 6atm for 10 seconds on the third inflation and 8atm for 15 seconds on the fourth inflation. Then a 3.0 x 12mm quantum apex was used at 12atm for 22 seconds on the first inflation, 12atm for 14 seconds on the second inflation and 12atm for 8 seconds on the third inflation. Angiography showed significant remaining restenosis in the lad. Intravascular ultrasound (ivus) was performed. Then a 3.5 x 10mm cutting balloon was used at 12atm for 65 seconds on the first inflation and 12atm for 46 seconds on the second inflation. Angiography demonstrated adequate results. The physician proceeded to advance a 28 x 3.5mm ion drug-eluting stent, but was unable to cross the proximal section of the vein graft. The physician states that while attempting access the distal portion of the vessel "at the mid portion, as there was curvature, the stent got stuck." The physician advanced the lcb catheter "aggressively," to the vein graft in an attempt to support the artery. The physician proceeded to push the wire in order to change the contour of the stent. The physician was able to pull the stent back to the proximal portion of the lad, while doing so it became engaged. The physician applied pressure and noticed that the stent began to flare before it became dislodged from the stent delivery system. The stent was pulled back to the vein graft before a 2.0 x 12mm apex balloon catheter was advanced to the distal portion of the stent and anchored the stent. The stent wire and catheter were removed via the right common femoral artery. The sheath and the balloon were then pulled back. While the stent was being removed through a significant amount of scar tissue at the access location, the stent became dislodged from the apex balloon and remained in the subcutaneous tissue. The physician states that there could be a portion of the stent left in the artery but it was not certain. The patient was taken for surgery to remove the stent. No further treatment of the target vessel was attempted.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).